Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress.

Event description:
Additional information received on 30jan2018: on (B)(6) 2017 (123 days post-procedure), the one-month post-retrieval clinical assessment was performed. Swelling was noted at the filter retrieval access site, but no treatment was required. The investigator evaluated this event and determined that it was not related to the study device, but definitely related to the study retrieval procedure. Patient outcome: additional information received on 30jan2018: the patient has exited the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog # igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6) ¿ filter tilt = 16 degrees. On (B)(6) 2016, the patient had a gunther tulip filter placed. The primary reason for filter placement was no venous thromboembolism (vte) present, but at risk for vte due to a history of prior vte and a planned spinal surgery. The ivc diameter at the intended filter location was 28.4 mm. There was no ivc anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter migration, fracture, deformation, extravasation of contrast, or the appearance of filter legs outside the column of contrast after placement. Filter tilt was 6 - < 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or the presence of thrombus. The filter was placed in the ivc infrarenal site. On the same day, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt was 2.5 degrees in the ap view and 11.7 degrees in the lat view. On (B)(6) 2017 (102 days post-procedure), the patient was scheduled for filter retrieval because the filter was no longer clinically needed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, migration, or embolization. The angle of filter tilt was 6 degrees in the ap view and 16.1 degrees in the lat view. Filter legs did not appear outside the column of contrast prior to retrieval and there was no thrombus present in the filter. The filter was endovascularly retrieved via the right internal jugular vein with a 12 french sheath, a gooseneck snare, and a reverse curve catheter glide wire. The physician reported moderate difficulty retrieving the filter. There was no extravasation of contrast noted after retrieval. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: complaint reopened due to receipt of additional information reporting that "swelling was noted at the filter retrieval access site, but no treatment was required." However, no imaging of the one-month post-retrieval clinical assessment was performed and therefore it would be inappropriate to speculate at what may or may not have caused the swelling at the filter retrieval access site, but it is noted that according to the investigator evaluating this event "it was not related to the study device, but definitely related to the study retrieval procedure." Therefore, the investigation submitted on 11dec2017 is still valid and remains unchanged. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and review of imaging. The tulip filter was placed in an infrarenal location without evidence of significant tilt. A tilt of 16.1° approx. 3 months later was reported, but in reference to the spinous processes, thus considered an overestimation, as tilt should be measured in reference to the longitudinal axis of the ivc. As there was no significant change in the anterior tilt measured immediately after placement and on follow-up x-ray, the reported interaction of the hook of the ivc filter in the wall of the ivc was more a product of the deployment rather than the filter changing in position while it was implanted. Also, after 3 months the right lateral most primary filter leg was found extending greater than 3 mm outside of the column of contrast indicating perforation. It is noted that there is no symptoms reported and that the filter was retrieved with moderate difficulty. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.